Event description:
A customer obtained a total t4 (tt4) result of ">12.23ug/dl", which was above the normal reference range and it was questioned by the physician. Upon repeat, the tt4 result was within the normal reference range (7.28ug/dl). Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The specimen was collected in a serum tube without a gel separator and centrifuged at 3,400 rpm for 15 minutes. A system check run on 02/21/09 was within specifications. The customer called into customer support hotline the evening of 02/25/09 complaining of qc out of specifications. The hotline directed the customer to verify all substrate connections and the aspirate and dispense probes. The customer found the connections on the substrate bottle were loose and tightened. The customer performed a system check which passed. The customer then re-ran patient samples back to the last acceptable qc, and they stated the only this patient result crossed clinical ranges. Although an elevated tt4 result is unlikely to be the basis to initiate or withhold treatment, in this event the hardware issue may have affected other pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.